Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient study ID: (B)(6). It was reported that this was an arteriotomy closure of the common femoral artery with a perclose proglide device using the pre-close technique via a 6f sheath hole prior to a tavi (transcatheter aortic valve implantation) procedure. The suture of one proglide device was successfully pre-placed. The sheath was upsized to a 14f flexnav and the tavi procedure was completed. Hemostasis was not achieved with the first pre-close proglide; therefore, a second proglide was used via post-close technique, as well as a non-abbott closure device. Reportedly post procedure, bleeding at the access site occurred and manual compression was used to achieve hemostasis. Intravenous protamine was administered to reverse the heparin. A covered stent was implanted for safety reasons due to the new oral anticoagulant therapy (apixaban). No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use, as possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.